Event description:
Pt had bilateral augmentation mammoplasty 1992. Approx 1 wk ago pt noticed lt breast was smaller. Upon exam, implant was obviously deflated. This was removed & a new implant was placed.